Event description:
New information notes the lead was capped and replaced.

Event description:
It was reported that the patient presented to the ER after receiving appropriate therapy and increased thresholds were observed. At a subsequent follow up, loss of capture was observed due to the rising threshold. The patient will be scheduled for a lead replacement. No further information is available.